Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned cassette, a leak was found from a crack in the cassette. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection using magnification was performed and noted that the cassette was cracked. Functional testing was performed including leak testing, clear passage testing, clamp function testing and device to device interaction testing. During leak testing, a leak was noted through the cracked cassette. The device passed the other functional testing. The reported condition was verified and the cause of the leak was determined to be the cracked cassette. The cause of the cracked cassette could not be determined. Should additional relevant information become available, a supplemental report will be submitted.